Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, site had an ¿endoscope quality deficient¿ message. An intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the customer tried a backup endoscope and had the same message. The customer tried both 0 and 30-degree endoscopes with no resolve. The isi csr stated that the customer power cycled the system and then tried one of the endoscopes again but with no resolve. The customer opted to swap out the vision tower with another vision side cart (vsc) that was not in use to continue with the procedure. The isi technical support engineer (tse) reviewed the system error logs and discovered multiple 48228 prompting camera head flash data invalid errors present in the logs on both endoscopes. The isi tse recommended to test two suspect endoscopes on the backup vsc that they were planning to use. The isi tse advised to have the third endoscope ready in case the issue persist. The isi tse stated that additional troubleshooting needed to determine if the issue related to endoscopes or endoscopic controller (ec). The site proceeded the case with another da vinci with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated the patient wasn¿t harmed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the endoscopic controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the ec part involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint of ¿endoscope quality deficient message¿. This unit was installed into the test system and run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. The left and right video worked fine without any issue. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer converted to another da vinci after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.